Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her child received a "scan again in 10 minutes" message on (B)(6) 2020 from the adc freestyle libre sensor for more than 2 hours. The customer experienced symptoms of distorted vision, headache, nausea, and stomach ache. The customer's mother obtained a reading of 29 mg/dl on an unspecified meter and treated the customer with bread and sugar. There was no report of death or permanent injury associated with this event.